Event description:
The customer reported being hospitalized with high blood glucose and requested assistance with rewinding the insulin pump. Initially, the nurse reported that the customer was in the hospital with high blood glucose of 489mg/dl; they treated with 10 units of novolog and her glucose level dropped to 438mg/dl. Assisted the caller to review the reservoir/infusion set history, and found that the insulin pump did not prime in the morning; it showed the prime she just did. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.